Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from 08/26/2014 to 09/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the unit failed the "plunger position accuracy" portion of the preventive maintenance test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the unit failed the "plunger position accuracy" portion of the preventive maintenance test. There was no patient involvement.